Event description:
It was reported that during an infusion set change the user forgot to remove the adhesive backing and the needle guard, resulting in the infusion site not attaching. The user performed a rewind, observed drops during fill tubing, then completed a guided site change and successfully filled the cannula, after which insulin delivery was resumed. Replacement infusion sets were arranged. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.